Event description:
It was reported that the atrial lead showed low unipolar impedance measurements, no sensed p-waves in unipolar, oversensing in unipolar and pocket stimulation. The atrial lead will remain programmed to bipolar and will be monitored. The atrial lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5054 implantable pacing lead 2001 (B)(6). (B)(4).